Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart was unable to connect to the camera cart. The camera cart pcoip (pc over ip) connection timeout and went into an "unable to connect error". No patient was present. The medtronic representative (rep) opened the navigation system and change the I/o cable to a different port on the router and the issue was resolved. Troubleshooting information was provided. The user used another main cart to connect to the "bad" camera cart <(>&<)> interconnect cable, and the camera cart was functioning as intended. They connected a working camera cart to the "bad" main cart, the camera cart exhibits the same behavior. Technical services (ts) suggested to check the I/o connection to the router - router to computer. They isolated the issue to the main cart. Potential causes were suspected to be the pcoip host card on the computer, the connection from pcoip host card to the gpu graphics card on the computer (mini-dp to dp cable), the router port, or the io panel itself (damaged/bent lemo connection). A rep called to report that the issue persisted where the r outer would not communicate to the network. They reseated cables, but that did not restore communication. However, there were a few cables the rep didn't have time to reseat before needing to go to his case, therefore he may have resolved the issue still if the root cause was an improper connection.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: -, ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. The router was replaced. Evaluation of the returned router determined that the component had connectivity issues. Checkpoint failed wan, dmz and ping tests for all lan ports. A factory reset and reconfigure was attempted but was unsuccessful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.